Manufacturer narrative:
This report is for one (1) unknown synthes lateral plate. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date to treat a left femur injury. During that procedure, an unknown synthes lateral plate and multiple screws were implanted. The implant was allegedly "defective" causing the patient to sustain bodily injury, mental anguish, pain, and physical impairment. Additional information, including procedural details, is unknown. This report is for one (1) unknown synthes lateral plate. This report is 1 of 2 for (B)(4).